Event description:
Healthcare professional reported a right side rupture. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Clarification to device brand name : style 410 silicone gel filled breast implant (device info. Was not provided) clarification to device information: n-st-mf120-295. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Photo evaluation: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.